Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 20-oct-2023, the following additional information was obtained: the sureform 60 stapler instrument has been received and investigations completed. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted d2 sub-total gastrectomy procedure for a gastric tumor, tissue was pushed and not properly cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument. The issue occurred on the second firing to transect the stomach proximal to the tumor. The sureform 60 stapler instrument closed without needing readjustments and once it started firing, the proximal portion was ¿fine,¿ but the distal portion was cut and dragged resulting in un-approximated tissue. No error messages were generated when the stapling issue occurred. The firing sequence completed as though nothing was wrong. Malformed staples were observed. Per the surgeon, although there should be no bleeding, the 10-15ml blood loss amount was ¿not significant or an issue¿ as the vessels had been previously dissected, so the distal portion did not have blood supply flowing to it. The issue was resolved when the tissue was re-stapled 2cm above the original staple line using a third-party covidien endo gia stapler. More tissue was removed than intended. Per the surgeon, this was not an issue as there was more middle stomach tissue to work with. The procedure was completed robotically. The patient was discharged home and has not experienced any post-operative complications. The surgeon does not anticipate any long-term complications.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The sureform 60 stapler instrument and sureform 60 reload involved with this event have not been received for failure analysis evaluation. Review of the stapler log showed a sureform 60 stapler instrument was installed on the system five times and fired three reloads (1 blue, 1 green, 1 blue, in that order). On install 1, a blue reload was loaded, however no clamping or firing was performed. On install 2, the blue reload was selected, clamping was successful, and the firing was completed. On install 3, the first clamp attempt was aborted by the user at 46% completion. The second clamp attempt was successful, and the firing was completed. On install 4, the first three clamp attempts were aborted by the user at various completion percentages. Both the 4th and 5th clamp attempts were successful. The 5th clamp attempt was followed by a firing failure, which stopped at about 98% completion. On install 5, a green reload was loaded, however no clamping or firing was performed. The instrument was then removed and not used in the procedure again. Another sureform 60 stapler instrument was installed on the system three times and fired three reloads. On install 1, the first two clamp attempts were aborted by the user. The third clamp attempt was successful, and the firing was completed. On installs 2 and 3, the first clamp attempts were successful, and the firings were both completed. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the system logs for this procedure. Review of the system logs revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.